Manufacturer narrative:
(B)(6). Complaint conclusion: as reported by a patient, four days post femoral artery closure with a mynx vascular closure device (vcd), the patient developed a tender mid-size lump over puncture site.  The patient saw a cardiologist on day-5, who thought it was pseudoaneurysm (psa), and applied manual compression in office. The manual compression was very painful, and lead to spread of ecchymosis-type (black/blue) skin discoloration that extended to the popliteal fossa. Doctor also order ultrasound to be performed the next day. On day-6, a (post-compression) ultrasound exam was performed, showed enlarge lymph nodes (pat states approx 9mm diameter), and no signs of psa. Post ultrasound cardiologist indicated satisfaction that no psa was found, advised patients of no further action, just wait and see.  Two-weeks post closure, patient sought consults from another cardiologist who inspected the groin, and "did not feel much". The patient then saw a vascular surgeon for a 2nd opinion, who also examined region and "did not feel much".  On (B)(6) 2017, (approx. 3 weeks post closure), the patient reports lump is still same size as original ("at least no noticeable reduction"), however no longer tender. Patient also reports no redness, no oozing, and no signs of infection. The patient was discharged the same day as diagnostic cardiac catheterization and states that she followed post-discharge instruction as presented to her during the hospital and per patient brochure.  The patient inquired about nature of the mynx sealant (thought it was collagen, the medical director informed her that the mynx sealant was synthetic material, polyethylene glycol, peg).  The patient also inquired about when to expect lump would resolve: the medical director explained to the patient that it is difficult to expect time to resolution, and that the treating physician might be in best position to provide such information. The medical director mentioned that under normal circumstances, the sealant would resolve in 30 days (based on animal data), but emphasized that patient condition (manual compression at day-5, and lymph node enlargement by ultrasound) may not represent same bioresorption conditions. Patient understands this. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Without the return of the device for analysis, the reported event could not be confirmed.  Per the instructions for use ¿hematoma¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device.   Without a lot number to conduct a DHR review,, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by a patient, four days post femoral artery closure with a mynx vascular closure device (vcd), the patient developed a tender mid-size lump over puncture site.  The patient saw a cardiologist on day-5, who thought it was pseudoaneurysm (psa), and applied manual compression in office. The manual compression was very painful, and lead to spread of ecchymosis-type (black/blue) skin discoloration that extended to the popliteal fossa. Doctor also order ultrasound to be performed the next day. On day-6, a (post-compression) ultrasound exam was performed, showed enlarge lymph nodes (pat states approx 9mm diameter), and no signs of psa. Post ultrasound cardiologist indicated satisfaction that no psa was found, advised patients of no further action, just wait and see.  Two-weeks post closure, patient sought consults from another cardiologist who inspected the groin, and "did not feel much". The patient then saw a vascular surgeon for a 2nd opinion, who also examined region and "did not feel much".  On (B)(6) 2017, (approx. 3 weeks post closure), the patient reports lump is still same size as original ("at least no noticeable reduction"), however no longer tender. Patient also reports no redness, no oozing, and no signs of infection. The patient was discharged the same day as diagnostic cardiac catheterization and states that she followed post-discharge instruction as presented to her during the hospital and per patient brochure.  The patient inquired about nature of the mynx sealant (thought it was collagen, the medical director informed her that the mynx sealant was synthetic material, polyethylene glycol, peg).  The patient also inquired about when to expect lump would resolve: the medical director explained to the patient that it is difficult to expect time to resolution, and that the treating physician might be in best position to provide such information. The medical director mentioned that under normal circumstances, the sealant would resolve in 30 days (based on animal data), but emphasized that patient condition (manual compression at day-5, and lymph node enlargement by ultrasound) may not represent same bioresorption conditions. Patient understands this.